Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an audio anomaly. The customer stated that the reservoir had leak. They did not hear beeps when the audio volume settings were saved. The device failed the audio test. No harm requiring medical intervention was reported. The insulin pump will be and reservoir will not be returned for analysis.